Manufacturer narrative:
A review of the technical service on site history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. The root cause could not be identified conclusively. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The device history record (DHR) for the device has been reviewed. The associated device was released based on company's acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient with three plus diffuse lamellar keratitis (dlk) bilaterally one day post lasik. An oral steroid was prescribed and topical steroid dosage was increased. A flap lift and rinse was performed. Patient noted blur and light sensitivity. Upon follow up, issues are resolved. There are two related reports for this patient. This report addresses the patient's right eye and another manufacturer report will be filed for the fellow eye.